Event description:
It was reported to boston scientific corporation that a resolution clip device was used during a colonoscopy within the transverse colon performed on (B)(6) 2012. According to the complainant, after advancing the device through the scope, the clip was locked onto the tissue; however, the clip was not able to be released from the delivery catheter. Reportedly, several attempts were made to separate the clip by manipulating the handle, but the handle broke prior to the clip releasing. Finally, the nurse pulled the clip from the patient's tissue using the exposed coil wire, and then withdrew the device. The procedure was completed using another resolution clip device. No patient complications resulted from this event. The patient's condition at the conclusion of the procedure was reported to be fine.

Event description:
It was reported to boston scientific corporation that a resolution clip device was used during a colonoscopy within the transverse colon performed on (B)(6) 2012. According to the complainant, after advancing the device through the scope, the clip was locked onto the tissue; however, the clip was not able to be released from the delivery catheter. Reportedly, several attempts were made to separate the clip by manipulating the handle, but the handle broke prior to the clip releasing. Finally, the nurse pulled the clip from the patient's tissue using the exposed coil wire, and then withdrew the device. The procedure was completed using another resolution clip device. No patient complications resulted from this event. The patient's condition at the conclusion of the procedure was reported to be fine.

Manufacturer narrative:
A visual examination of the returned device found that the clip assembly was deployed and returned inside the oversheath. In addition, there was a kink in the control wire. Further evaluation revealed that part of the slider cover was missing and the cross pin was detached from the slider. The oversheath was accordioned near the sheath grip. The reported event of clip failed to release from the delivery catheter was not able to be confirmed since the clip assembly was deployed. However, the failure likely occurred due to anatomical/procedural factors which limited the device performance as evident by the kink in the control wire. Therefore, the most probable root cause is operational context. A review of the device history record (DHR) was performed; no anomalies were noted. A search of the complaint database revealed that no similar complaints exist for the specified lot.

Manufacturer narrative:
(B)(4) for the reported event of clip failed to release from catheter. The device has been received for analysis however, an evaluation has not been performed as of yet. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.